Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that a tear of the buckle caused the gastric band to open. As the band was in a locked position, it was not possible to create a restriction. No further info was provided.